Event description:
It was reported that the pt experienced a power-on-reset (por) condition while using a power saw. The pt reported a loss of efficacy. Later, during an interrogation, the hcp did not receive a por message. Instead, the hcp rec'd a message that stated "requested settings are invalid." It was reported that the device turned back on and therapeutic efficacy was regained.

Manufacturer narrative:
(B)(4).